Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2023 recorded the rv pacing threshold initial at approximately 0.5v, before in the end of the period the threshold rose onto approximately 1v. The rv sensing amplitude was recorded fluctuating between 3 and 6mv with an abrupt rise onto 6mv in the end of the period. The rv pacing impedance was initially recorded at 550ohms, before in the end of the period the impedance fell abruptly onto 400ohms. The rv shock impedance was recorded at approximately 80ohms during the observation period. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as an inappropriate shock. The integrity of the lead cannot be assured. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the patient received inappropriate shock due to oversensing. Lead currently remains implanted. Should additional information be received, this file will be updated.